Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (date). The patient's blood glucose levels reached 550 mg/dl while wearing the pod between 1 and 4 hours. It was also reported that the needle did not deploy indicating a needle mechanism failure. Symptoms reported include hyperglycemia, dizzy, sick to the stomach, vomiting, chronic pain. The patient was treated with eliquis, protonix 40 mg/dl twice daily, IV (intravenous) drip, and the insulin provided was lispro. The pod was worn when seeking medical attention. The patient was released three days later ((B)(6) 2025).